Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated. (B)(6) reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that this right ventricular (rv) lead was implanted on (B)(6) 2025. Subsequently, high pacing thresholds, loss of capture (loc) and high out of range shock impedance measurements were noted. Therefore, a lead revision procedure was performed on (B)(6) 2025, and lead perforation was confirmed. This lead was explanted; there were difficulties to extract the helix. Another rv lead was successfully implanted. No additional adverse patient effects were reported. This lead has not been returned.

Event description:
It was reported that this right ventricular (rv) lead was implanted on (B)(6) 2025. Subsequently, high pacing thresholds, loss of capture (loc) and high out of range shock impedance measurements were noted. Therefore, a lead revision procedure was performed on (B)(6) 2025, and lead perforation was confirmed. This lead was explanted; there were difficulties to extract the helix. Another rv lead was successfully implanted. No additional adverse patient effects were reported. This lead was already returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection was performed which revealed presence of blood/body fluid in the helix housing. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. The related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a product performance issue. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformance's, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of perforation, cardiac was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk. At this time, no further information is available. Should additional information become available this report will be updated. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.